Event description:
The patient stated that she was hospitalized with a low blood glucose of 17 mg/dl. She stated that she had been experiencing low blood glucose levels for a week. Troubleshooting was performed, and the pump was programmed correctly. The reservoir volume was accurate. The patient stated that she had an MRI scan last month, but she removed the pump and put it inside a locker. Conducted the displacement test, and the pump passed the test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.